Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose value was unknown. Customer reported that changed batteries more than he was and window was not as bright but can still read it. Customer had to press buttons harder or a couple times. Insulin pump squirted when he was priming. The device will not be returned for analysis.